Manufacturer narrative:
Review of camera images show that cell 3 resulted negative on testing with both echo instruments, but appears positive. Visually the image appear as a 1+ reaction, but resulted negative. Issue communicated to customers in technical communication cc-09-042-02 on (B)(6) 2009. Advised the customer to perform a visual verification of negative reactions before final release of the well results.

Event description:
Customer reported an unexpected negative result when testing a sample on the echo. The patient has a history of anti-k. The sample was tested on 2 echo instruments and both resulted negative, but the images appear positive.